Event description:
The consumer reported via the manufacturer representative (rep) that before replacement the patient was ¿bumped out later than expected,¿ which caused him to miss his usual dose of medication. He was given sinemet and it was usually crushed because he had trouble swallowing. His indications for use were parkinson¿s dual and movement disorders. Since the patient¿s bilateral implantable neurostimulator (ins) replacement his health had taken a ¿turn for the worse¿ and he was terminal. His stimulation settings had been dropped by 25% due to the change in product. The rep tried to schedule a time to check the inss, but then the patient died. The patient¿s daughter stated he was non-responsive prior to his death. The cause of death was unknown, so additional information was requested. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 3389s-40, lot# v230719, implanted: (B)(6) 2009, product type: lead. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3389s-40, lot# v230719, implanted: (B)(6) 2009, product type: lead. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. (B)(4).